Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient's battery was not charging. The device was exchanged with no reported patient consequence.

Manufacturer narrative:
It was reported that the battery would not charge when connected to a battery charger. The battery was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed visual examination but failed functional testing; the battery was received inoperable. Internal inspection of the battery revealed an intermittent weld connection between a cell pair and a resettable fuse, causing an open circuit. A resettable fuse stops current from entering a circuit during an over-current condition. The most likely root cause of the reported event can be attributed to an improper welded connection between a cell pair and a resettable fuse. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.